Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed between the 2cm and 3cm depth markings. The sample kinked preferentially in the vicinity of the split during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. Catheter buckling, material wear and discoloration were observed in the vicinity of the split. The fracture features were consistent with flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube, causing gradual fracture formation and propagation. The location of the damage suggested that catheter securement and maintenance techniques may have contributed. A lot history review (lhr) of reds3368 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient line was inserted for long term chemotherapy treatment. Patient had presented for treatment, line was flushed and redressed as per requirement ¿ blood return and flushing were assessed acceptable. Subsequently it was noted there was fluid under the new dressing. Dressing removed and on flushing again line noted to be leaking approx. 3cm from PICC wings. Decision made to remove the line 25/5/20. Removal uncomplicated. Note line in situ 35 days only before leak presented. Line inserted 20/4/20. Sited left basilic vein, mark at skin 12cm, 10cm skin to hub, total 22cm. 4fr securacath device in situ.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was two photographs depicting a 4fr s/l powerpicc solo catheter. The depicted region of the catheter included the molded joint and two regions of catheter shaft. Usage residues and marking wear were observed. What appeared to be a partially circumferential split was observed near the 2cm depth marking. The split occurred within a permanent kink impression. The split characteristics appeared consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter shaft. The use residues and marking wear suggested that cyclic kinking occurred during device use, and the location of the damage suggested that device securement, access and maintenance techniques may have contributed. A lot history review (lhr) of reds3368 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient line was inserted for long term chemotherapy treatment. Patient had presented for treatment, line was flushed and redressed as per requirement ¿ blood return and flushing were assessed acceptable. Subsequently it was noted there was fluid under the new dressing. Dressing removed and on flushing again line noted to be leaking approx. 3cm from PICC wings. Decision made to remove the line (B)(6) 2020. Removal uncomplicated. Note line in situ 35 days only before leak presented. Line inserted (B)(6) 2020. Sited left basilic vein, mark at skin 12cm, 10cm skin to hub, total 22cm. 4fr securacath device in situ.